Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a replace backup battery advisory on the controller that would not clear. The backup battery was exchanged and the advisory still would not clear. The patient's primary controller was exchanged and the alarm resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault was confirmed. The log file was successfully retrieved from the returned controller. A review of the downloaded log file spanned approximately 8 days (4feb2028 to 12feb2028 per the timestamp). The clock was set to year of 2028 instead of 2020. This coincided with multiple backup battery faults due to a expired backup battery. The system controller was exchanged on 4feb2028 13:47:27. No other notable alarms were active in the log file. The returned system controller revealed that the clock was incorrectly set to year of 2028 instead of 2020. The system monitor activated a replace backup battery message due to an incorrect controller date. The controller¿s clock was synchronized with the system monitor clock and the replace backup battery message cleared. The controller was able to support pump function for an extended period of time. The root cause for the reported backup battery alarm was due to the controller clock not being set correctly. Heartmate iii instructions for use (IFU) section 2 ¿system operations¿ provides instruction on how to set the controller¿s clock with a system monitor. Heartmate iii instructions for use section 8-¿equipment storage and care¿ heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.